Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm. It was reported that on follow up CT approximately 4 years post the index procedure aneurysm enlargement was observed by 20mm. Open surgery was performed and a type iiib endoleak was seen in both limbs from three separate sites. An aui device was implanted and a haemostatis agent was applied to resolve the endoleaks and the stent graft remained in service. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.